Event description:
Customer reported the steering is loose. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted and aligned steering system. System operates as intended.